Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and the spinal cord stimulator (scs) leads were replaced. The patient was doing well with good coverage postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: 22292313. Serial number: (B)(6). Batch/lot number: 16527467 model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: 22292313. Serial number: (B)(6). Batch/lot number: 16527467. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).